Manufacturer narrative:
The na electrode lot number was j19, the k electrode lot number was u92, and the cl electrode lot number was g23. The electrode expiration dates were requested, but not provided. The customer ran comparison studies with patient samples and some of the results were not comparable. No specific data was provided for these samples. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in the following values: na = 110 mmol/l k = 3.4 mmol/l cl = 77 mmol/l as the values appeared low, the customer decided to repeat the sample on a second analyzer. The repeat values are as follows: na = 134 mmol/l k = 4.1 mmol/l cl = 94 mmol/l the repeat values were deemed correct.

Manufacturer narrative:
The field service engineer found cracks in several rinse station tubes. The vacuum diaphragms also needed replacement. The tubing and diaphragms were replaced. A solenoid valve was replaced and other valves were cleaned. Mechanism checks were performed. The customer ran calibration and controls; all results were within range and there were no alarms. The investigation determined the service actions resolved the issue.